Event description:
This pt has had hip pain for quite some time. The pt had had increasing pain since time of hip replacement in 1998. Has pain with weight bearing activities. During the procedure it was noted there was a lot of clear fluid in the hip joint. The liner, the screws and the shell were all removed. The shell was grossly loose. The femoral stem and neck was also replaced.